Event description:
It was reported that there was an abrupt increase in the right ventricular (rv) lead impedance and pacing thresholds. Possible lead fracture was suspected. It was noted that the lead impedance and threshold had doubled in less than two months. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).